Event description:
The event is reported by the customer as: the product could not nebulize properly. No pt injury reported.

Manufacturer narrative:
Device sample has not arrived at the manufacturer at this time. The results of the device eval and investigation are not available at the time of this report.